Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pina and broken greater trochanter. The cause/date of the fracture is unknown at this time. The stem/sleeve is being added for the fracture and part/lot is being added for the liner and femoral head.

Event description:
Litigation alleges the patient suffers from a metallic taste in her mouth, pain, difficulty ambulating, and popping.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against femoral head and insert. Per procedure, this device is exempt from device history record review. The search identified other reports against the femoral stem. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases identified no other reports against the remaining product/lot code combination. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf has no allegation reported. Added lawyer in associated contact, law firm, updated product details in ips including manufactured and expiration date, revision hospital, surgeon, updated medical history. Doi: (B)(6)2006 - dor: (B)(6)2012 (right hip)